Event description:
It was reported that during a lar, the power of coagulation was weak with the cs6s (used with a gen04 and hp054). Another device was used to complete the case. There was no adverse consequence to the patient. Two devices will be returned.